Manufacturer narrative:
Additional information provided in sections h.3., h.6., and h.11. A sample was not received at the manufacturing site for evaluation for the report that the intraocular lens (iol) was stuck and the plunger created a scratch on the middle of optic; therefore, the condition of the product could not be verified. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Two photos attached to the parent complaint were reviewed by the investigation site. Both photos are the same and show an opened lens case with a yellow single-piece lens posterior surface up in a lens case base resting on top of the product package. The reported issues with the injector could not be confirmed from the photo review. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. While the root cause and its origin are inconclusive, the following factors outlined in the reported product¿s instruction for use (IFU) could potentially contribute to an outcome similar to the reported event. The IFU states that the handpiece must be inspected prior to each use to confirm it is free of damage. It further emphasizes that if the handpiece¿particularly the plunger tip¿appears damaged, bent, or otherwise unfit for proper use, it must not be used. In such cases, users are instructed to contact company immediately. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the tip of the delivery system was beneath the intraocular lens (iol), instead on the edge when it reached the nozzle part. As a result, the iol was stuck, and when the surgeon retracted the plunger, it created a scratch on the middle of optic (iol). The issue was observed when the iol was being loaded. There was no patient contact. The surgery was completed on same day using a company backup lens. No further information expected as reporter is unwilling to provide additional information.